Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
During follow-up with a peritoneal dialysis (pd) patient's husband it was reported the patient had passed away on (B)(6) 2015. During additional follow-up with the patient's peritoneal dialysis registered nurse (pdrn) it was noted the patient's cause of death was unknown. She noted the patient's death was not related to the patient's pd treatment. The pdrn stated the patient's medical records and/or death certificate are not available. There was no additional information provided.